Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable began to smoke and burn near the end that connected to the generator. The flame was quickly put out. The male connector had separated from the flexible cord at a point near the generator end of the cable. No injuries were reported.